Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient reported she is healing well from the revision surgery. The patient stated her ipg is no longer moving and she believes the issue is resolved.

Event description:
It was reported the patient experienced discomfort at the ipg site when she changed programs regardless of stimulation. The following week she experienced sharp pain at the ipg site. The patient reported losing quite a bit of weight and the ipg seems superficial and the pocket site appears swollen; however there is no heat or redness in the area. The physician noted the ipg was moving in the pocket. The physician relocated the existing ipg to a new pocket site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.